Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked belt clip slot.

Event description:
It was reported that the customer had normal blood glucose levels of 6.2 mmol/l. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done . The customer was advised to inspect the battery compartment contacts and spring for corrosion or damage. It was reported that neither the battery compartment nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did return. The customer called back again and reported that the display of the insulin pump was blank again. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and ot revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.